Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacture reference: 2017865-2017-33498. During follow-up, there were noise episodes observed on the right ventricular and atrial channels due to oversensing. No action will be taken and the patient will continue to be monitored. The patient was in stable condition.